Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was not reported. Vessel morphology was reported to be severly calcified. The physician elected to model the iliac stent graft with a reliant balloon catheter. Using 30/70 contrast/saline solution the balloon was inflated at an unknown amount of pressure using a syringe. The balloon was inflated completely within the stent and the balloon burst. The balloon catheter was removed from the patient without issue. It was reported the physician used another manufacturer's balloon and it also burst during inflation. The physician believes that the cause of the balloon burst was most likely due to the severe calcification in the iliac artery. The reliant stent graft balloon catheter was discarded by the user facility. No clinical sequelae were reported and the patient is fine.